Event description:
A report was received that the patient had discomfort and pain at the pocket site and pain at the lead site. The patient kept getting an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no further information can be obtained by the bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had discomfort and pain at the pocket site and pain at the lead site. The patient kept getting an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.